Event description:
Customer reported unit running with lid open and rotor pieces broke apart.

Manufacturer narrative:
It was reported the centrifuge unit run with the lid open intermittently. The unit would chirp on alarm and the start button seemed to be stuck. During testing, the rotor broke off. No one was injured. No patient samples were lost. No injuries reported or loss of sample.